Event description:
It was reported that the patient faced an event where infusion set had bent cannula on 24 apr 2026 which led to high blood glucose level and treated with bolus using the pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.